Manufacturer narrative:
A partial lead with the distal tip measuring 50.5 cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 10.9 cm to 13.5 cm breaching the rv cable lumen from the distal tip. Externalized conductors due to internal insulation abrasion were noted at 9.0 cm to 13.7 cm breaching the re cable lumen from the distal tip. The rv cable etfe coating was intact at this location. External insulation abrasion breaching the re cable lumen was noted at 40.4 cm to 40.8 cm from the distal tip consistent with lead friction to the can. The re cable etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.